Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection prior to use for an unknown procedure, the hf-resection electrode loop width was observed to be narrower than normal. The device was replaced with a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d9, g3, h2, h3, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. According to the investigation, electrode loop width was narrower; however, investigators are unable to identify whether there was a problem at the time. The root cause could not be identified. Based on the results of the investigation, the reported event was not confirmed within the company, so it is unknown whether the product meets the specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.